Manufacturer narrative:
Additional information.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Patient demographics: height: (B)(6). It was reported that on (B)(6) 2010, (B)(6) 2011, (B)(6) 2012, (B)(6) 2013: the patient presented with complaint of pain in upper back, lower back, hips, right calf, thighs, knees, legs, feet, left ankle, waist, left arm, muscles, hands, shoulders, back stiffness, dizziness, buzzing left arm, pulsating pain of groin, sore neck, tight back muscles, sore left bicep, stiff wrist, tingling, burning right leg and nausea. (B)(6) 2010: the patient presented with the following preoperative diagnosis: lumbar spinal stenosis with radiculopathy, right l2 nerve root division. He was operated by the following procedure: transforaminal interbody fusion with posterior pedicle screw instrumentation, minimally invasive. Per-op notes, a bmp pledget was placed into the disk and a #8 mm peek cage was pounded into the disk space and countersunk 3 or 4 mm. Ap and lateral x-rays were obtained showing the graft in good position in the midline. Bone graft was then packed along the right gutter in the disk space, as well. C-arm, jackson spinal table, cage, metrix, 2 c-arms, k-wires, needles, 5.5 x 45 mm tap, bovie, quadrant retractor, 6.5 x 45 mm screws, 45-mm rod, break-off nuts were used. (B)(6) 2010: the patient was discharged. (B)(6) 2011: the patient was diagnosed with c3/c4 retrolisthesis. (B)(6) 2011: the patient underwent an MRI of cervical/lumbar w/o contrast due to herniated disc pain follow-up. L3-4 minimal disc bulge. L1-2 minimal disc material herniating into the bilateral intervertebral foramina. C3-c4: persistent complex disc bulge with a posterior spondylosis identified with the slight narrowing of the intervertebral foramina left side. C5-c6: complex posterior spondylosis disc bulge identified with the minimal effacement of thecal sac anteriorly, posterior to c5 and c6 as previously noted.